Event description:
The ring that retains the reservoir in the pump and is integral to the waterproof rating of the insulin pump broke off. This is the 5th or 6th time I have experienced this in the roughly year and a half I have had this particular model pump. FDA safety report ID# (B)(4).